Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis procedure and the procedure was completed as planned with fluoroscopy technique only. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to perform cine. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the image disks were full and required reformatting. To resolve the reported issue, the fse reformatted the drives. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported image storage issue didn¿t impact the completion of the procedure. The procedure was completed as planned by using fluoroscopy technique, with no impact on patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to perform cine, given a message hard drive was full. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.